Event description:
After I had received the essure I started having bilateral pelvic pain that has never existed before and really bad headaches. These two sometime keep me home from work. The pain is excruciating and when I was having the procedure done I was told that there are no side effects at all which now has ruined my life because there are side effects that at that time they just didn't know about. We were used like animals to do this experiment on us to see if there are side effects.